Event description:
Five patients with discrepant t4 results. Initial results reported, no adverse events reported in association with the incorrect results. Patient 1 initial 23.8 ug/dl, autorepeat 22.5 ug/dl; same sample after rerun qc 16.9 ug/dl, autorepeat 18.8 ug/dl; same sample repeat on different analyzer (same method) 6.4 ug/dl. Patient 2 initial 21.2 ug/dl, autorepeat 19.7; same sample after rerun qc 14.9 ug/dl, autorepeat 17.5; same sample repeat on different analyzer (same method) 3.6 ug/dl. Patient 3 initial 25.2 ug/dl, autorepeat 16.7; same sample after rerun qc 18.6 ug/dl, auto 17.6; same sample repeat on different analyzer (same method) 6.8 ug/dl. Patient 4 initial 26.5 ug/dl, autorepeat 22.4 ug/dl; same sample after rerun qc 20.7 ug/dl, autorepeat 19.9 ug/dl; same sample repeat on different analyzer (same method) 8.7 ug/dl. Patient 5 initial 26.3 ug/dl , autorepeat 22.0 ug/dl; same sample after rerun qc 20.0 ug/dl, autorepeat 19.9; same sample repeat on different analyzer (same method) 8.5 ug/dl. The field service representative found the cause of the discrepancy to be a bad reagent which was replaced. Performance tests were performed.